Event description:
It was reported that pen ii mylan 3.0ml broke during use. The following information was provided by the initial reporter: the caregiver stated that he just gave his wife a shot of apokyn, but it was not a full shot. He stated when he pulled the needle out, he tried to remove the needle and it looked like something broke off. He stated he was new to this. He stated that the pen was ruined. He stated he could see the end of the cartridge and he did not know what happened. He stated that his wife got less than the appropriate amount of medication. He requested a new pen, and he was willing to send the pen back. He agreed to hold onto the pen.

Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii mylan 3.0ml broke during use. The following information was provided by the initial reporter: the caregiver stated that he just gave his wife a shot of apokyn, but it was not a full shot. He stated when he pulled the needle out, he tried to remove the needle and it looked like something broke off. He stated he was new to this. He stated that the pen was ruined. He stated he could see the end of the cartridge and he did not know what happened. He stated that his wife got less than the appropriate amount of medication. He requested a new pen, and he was willing to send the pen back. He agreed to hold onto the pen.